Manufacturer narrative:
The product sample was discarded on site by the customer. A photo of the silicone sleeve was provided. Based on visual inspection of the photo, the torn sleeve was confirmed. Despite confirming the damage of the silicone sleeve, the root cause of the damage could not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in the united kingdom reported the metallic probe coming through the irrigation holes, which once resulted in a posterior capsular rupture. The I/a silicone sleeve broke during cortex extraction, causing a sudden aspiration of the posterior bag which led to a posterior capsular rupture with vitreous loss.

Manufacturer narrative:
Due to the date of the event the customer was unable to identify the exact product used. Although requested, the lot number was not provided, therefore the UDI-pi is not available. This investigation is ongoing.

Manufacturer narrative:
Correction h6 investigation findings code.